Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Manufacturer narrative:
Manufacturer's report date: 08/12/2015. The customer's report of an overinfusion of protonix was not confirmed. Visual inspection noted the device to be in fair condition; several pins on the iui connector were dull with contamination. Visual inspection of the administration set noted a pinch cut in the tubing located about 2.75 inches below the lower fitment. Analysis of the pcu event log shows that an infusion of pantoprazole 80mg in 100ml was programmed to infuse at 10ml/hr at 4:24 am on (B)(6) 2015. Approximately 35 minutes later at 4:59 am, the device alarmed for air in line. The user channeled off the device at 5:05 am. Functional testing found the pump module to be delivering fluid within specification. Functional testing and pressure testing on the set showed leaking from the pinch cut. The root cause of the customer's report was not identified.

Manufacturer narrative:
MFR's report date: 04/14/2015. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a protonix (pantoprazole) drip of 80 mg/100 ml ns was ordered to infuse at 8 mg/hr (10ml/hr). The user reportedly programmed the pump correctly and a half hour later, the pump alarmed for air in line and the entire bag was noted to have infused. There was no harm to the pt and the drip was ordered to be restarted in 24 hours. The tubing set received with the pump has a cut in the pvc tubing just below the pump; it is unk if this cut occurred during pt use, during shipping, or at another time.

Event description:
The customer reported that a protonix drip of 80 mg (unk vol) was ordered to infuse at 10 ml/hr. The user reportedly programmed the pump correctly and a half hour later the pump alarmed for air in line and the entire bag was noted to have infused. The drip was ordered to be restarted in 24 hours. There was no report of pt harm or medical intervention. Although requested, no additional pt/event details were provided.